Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. On the final angio of the index procedure, bilateral narrowing of the iliac limbs was observed due to the legs crossing over each other. The physician elected to conclude the case and monitor the patient. Approximately one month post index procedure, the patient returned with claudication. The physician re-intervened by placing two icast stents extending from the iliac limbs to just under the secondary sealing ring. Two balloons were also placed in the space between the secondary sealing rings and the bifurcation to flare the proximal portion of the icast stents. The final angio showed improved flow and the patient is reported as doing well. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inadequate stent graft patency was found to be anatomy related, due to the graft position in the angulated (73 degrees) infrarenal aorta. Additionally, a slight twist in the trunk relative to the aortic body legs/iliac limbs likely contributed to the event. The final patient disposition was reported as doing well with no additional patient sequelae reported. Codes: (B)(4).